Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump excessively alarmed. The blood glucose reading was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed an unexpected restart after battery installation due to broken soldier joint at capacitors. No other alarms were noted. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratches on lcd window.